Event description:
It was reported to boston scientific corporation that a exalt model d scope was used during a endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2025. During the procedure, the image blurred with a purple shadowing. The exalt was turned off and processor was restarted. The procedure was completed with the original device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block d4, h4 detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the batch number/ serial number is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6 device code a090208 is being used to capture the reportable event of poor-quality image.